Event description:
A distributor filed a complaint regarding a cartridge alarm issue with a pump that occurred during the loading process. The customer refused to disclose whether the issue caused their blood glucose level to exceed 500 mg/dl. Customer technical support (cts) guided the customer through the correct loading technique, but the alarm persisted, preventing the cartridge from being successfully loaded and insulin therapy from resuming. As a resolution, cts planned to replace the pump, and the customer agreed to use manual injections as a backup therapy. Cts also provided instructions for returning the faulty pump and ensured the customer understood these steps.